Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient first noted inaccurate values on (B)(6) 2022 and then again on (B)(6) 2022. On (B)(6) 2022, she was at the diabetologist office who noted her cgm was 120 mg/dl but her bg was 60 mg/dl. The diabetologist transferred the patient to the hospital for treatment and stabilization of her bg. No information about the hospital/medical intervention was provided. The patient was asymptomatic as she indicated that she is hypo unaware. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.